Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material adhered or clogged in the auxiliary water channel is likely a result of the improper reprocessing due to leakage from the scope cover. However, olympus could not identify a definitive root cause of the event. The suggested event may be detected and prevented by handling device in accordance with the following IFU. IFU states detection methods in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.